Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring greater than 125 ohms. Technical services discussed about mineralization and what occurs when the high energy gets above 145 ohms. It was recommended to perform a commanded shock test. The patient does have short bursts of ventricular fibrillation and the need for therapy is higher. At this time, the rv lead remains in service. No adverse patient effects were reported.